Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed battery removal amplitude testing due to the main printed circuit board (pcb) being out of electrical specification. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the battery drawer was broken, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the battery removal test failure.

Event description:
It was reported that the external pulse generator did not stay on for the expected measurement of time to continue pacing following battery removal. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.